Manufacturer narrative:
(B)(4). **** event evaluation **** a review of the complaint history and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. A document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Suggested handling instructions for extractors and forceps caution that "excessive force could damage device." Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the risk assessment, no further action is required.

Event description:
During the procedure on a (B)(6) female patient, the basket detached inside the patient. The basket was able to be removed from the patient. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Pt ID) requested but not provided. Lot # requested but not provided. (B)(4). The event is currently under investigation.

Event description:
During the procedure on a (B)(6) female patient, the basket detached inside the patient. The basket was able to be removed from the patient. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.